Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a laparoscopic cholecystectomy procedure that the bag split in half and the contents spilled into the abdomen of the patient. The surgeon manually removed the stones form the patient. No additional devices were used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4).batch # p9393a. Device analysis: the analysis results confirmed that the pouch device was returned fully deployed and the bag damaged. Upon evaluation, the bag was noted fully cinched; however, the bag was found cut at the middle. No signs of stretched material. Following precautions should be taken: do not attempt to remove the bag with specimen through the trocar as this may lead to bag rupture and spillage of contents. Care should be taken to avoid contact of the bag with sharp instruments, cutting devices, electrocautery and laser or other instruments. Excessive forces should be avoided during bag extraction. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.